Event description:
The customer reported that he was treated by the paramedics due to low blood glucose levels. No blood glucose reading was reported. The customer stated that his blood glucose levels had been very sporatic and he felt that it was due to the infusion sets that he was wearing at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.